Event description:
Patient reported device goes off when going through store security. Patient's legs gave out, patient fell. Hcp reported the patient indicated there was a problem. Telemetry was taken. There were no clinical consequences from the event. The patient's current status is stable. The device was explanted but not returned to the MFR for analysis. A follow-up will be sent if additional info is received.